Event description:
It was reported that during a total hip procedure while injecting cement into the femoral canal, the cement cartridge broke. It was also reported that the cement set quicker than usual. There was no reported patient injury.

Manufacturer narrative:
The device was returned for evaluation. The most probable cause for this event is that the cement had already started to enter its hardening stage at the time of injection. This can generate excessive stress in the cartridge to the point of breaking. In addition, the customer reported that the temperature in the or was slightly higher than normal and the cement set quicker than usual.